Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus (thrombosis) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombus appears to be related to procedural conditions, however, it cannot be confirmed. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since a thrombus was observed during device use. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3. The steerable guide catheter (sgc (B)(4)) was advanced to the right atrium when a 2-3 centimeter, floating thrombus was noted in the right atrium. It was suspected that the thrombus moved from the inferior vena cava into the right atrium during sgc insertion into the right atrium. The sgc was retracted and heparin was provided. Following, a little structure was observed attached to the transseptal puncture site in the left atrium, supposed to have been a thrombus. The procedure was abandoned and additional anticoagulation was provided. In 4 weeks, the site will perform coagulation diagnostics and assess for the possibility of another mitraclip procedure. The patient is in stable condition and was extubated in the cath lab. The mr remained grade 3 with no clip implanted. There was no clinically significant delay and there was no adverse patient sequela. There was no additional information provided regarding this issue.